Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. It was noted that the patient had a foley catheter placed and the aus lost some function. The patient was scoped, and no erosion was noted. The cuff was not fully coapting. The cuff was removed and replaced with a smaller size. The device was tested and functioned. There were no additional patient complications.